Manufacturer narrative:
Patient weight was not provided by the authors. Citation: dredla bk, lucas ja, wharen re, tatum wo. Neurocognitive outcome following stereotactic laser ablation in two patients with MRI/pet plus mtle. Epilepsy & behavior 2016;(56):44¿47. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No malfunction is alleged, therefore no evaluation will be performed.

Event description:
Brynn k. Dredla, john a. Lucas, rober e.wharen,and william o. Tatum concluded the following: we conclude that mrglitt may produce memory decline in adult patients with drug-resistant MRI-/pet+ mtle but may otherwise spare other aspects of neurocognitive function. This represents a significant minority of patients that may reflect a pathology-specific risk for patients undergoing mrglitt. Specifically, in patient 2. Four months postprocedure, neuropsychological testing demonstrated declines in verbal and visual memory by a magnitude of 2 sd compared to presurgical baseline, and semantic verbal fluency scores declined by 1.2 sd. Other cognitive domains remained essentially stable over time. He had three seizures in the first months which were attributed to low asd levels. He has since remained seizure-free. He continues to endorse memory difficulty on a day-to-day basis despite neurocognitive rehabilitation following postoperative neuropsychological testing. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.